Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) malfunction. It was noted that the front-end board was replaced. Three gfe attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump's (iabp) front end board (pcba) was replaced. There was no patient involvement.